Manufacturer narrative:
Taper ii. (B)(4). The reporter of the complaint was asked to return the product for analysis. The device has been received by allergan; however, analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported an alleged failed port with a lap-band system. The patient experienced no restriction and the doctor was unable to withdraw fluid from the band. An upper gastrointestinal (gi) was conducted, but the results were not reported. The port was removed and it is unknown if it was replaced.